Manufacturer narrative:
Reported event: an event regarding loosening involving an unknown accolade stem was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. -product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Dr reported patient post-status left cemented total hip done in (B)(6) now appears to be loose. Surgeon proceeded to revise the hip stem. The cement and accolade cm stem were carefully removed using extraction tools. Surgeon proceeded to implant a short citation stem and a new head. He also used cable around the femur for extra support. The procedure was performed without incident. No further medical information is available.